Manufacturer narrative:
D3 zip code: corrected. One device was received for evaluation for the complaint that the device failed over temp test the alarm did not go off at 41 degrees during preventive maintenance. There was no 12-month service history during the review. The visual and functional testing was performed and verified the over temperature alarm did not activate at the correct temperature. The probable cause was the device being out of calibration. Calibrated the unit to resolve the complaint. The unit passed electrical test and all performance verification testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device failed the over temp test, the alarm did not go off at 41 degrees during preventive maintenance.